Manufacturer narrative:
The customer reported problem cannot be confirmed. Infusion products global customer support operations a review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involved.

Event description:
Assess test- (B)(4) npi not confirmed unit received unexpectedly no tracking number found please note: unit is not marked received/prcd until npi is confirmed for repairs and/or additional information is received/confirmed by customer *shipping label matches sap ownership *unaffected by current recalls unit is received with mismatched serial numbers the external (handwritten) serial number label does not match the internal serial nu mber label.